Manufacturer narrative:
(B)(4). Batch # 314a44. Additional information was requested and the following was received: what buttressing material was used? Ethicon slr. Are there any surgical photos or videos available? No. Was there any difficulty loading the cartridge? No and was observed by (B)(6), teaching scrub tech. Can be confirmed that a 60mm cartridge was used? Yes was confirmed by rep seeing cartridge, reports by teaching scrub, resident, and attending. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload present. The reload was received partially fired 1/2 with damage on reload deck and some unformed staples. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test reload was placed and removed with no issues noted during functional testing.  The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the tech was teaching two students. One student loaded stapler and handed off. They used a green reload and the first firing went fine. A second reload was loaded by student and the device was articulated against grasper. Upon firing the reload spit out onto the stomach. It was retrieved with grasper. The staples were not formed and only half fired. The buttress remained on stomach. There was no cut. On the third firing they had to come medial so the sleeve is too small. The patient is still in hospital and they may do a revision.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2022. Additional information: the reload was received partially fired 1/2 with damage noted on the reload deck and cartridge lugs along with some unformed staples present on the cartridge deck the damage identified to the cartridge deck is consistent with the device being fired over an existing staple line. To mitigate the potential for this type of damage during firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Multiple attempts were made to replicate the damage identified on the cartridge lugs; however, the reported incident could not be replicated in benchtop testing.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Operative reports have been received and attached to the file.